Manufacturer narrative:
Internal reference: 149220 this case was reviewed and investigated according to the manufacturer¿s policy. Block b4: inadvertent entry error. Date company notified/date of this report ccanged from 12-09-2020 to 12-08-2020. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This follow-up supplemental report#1 is being submitted to correct an inadvertent entry error in b4.

Manufacturer narrative:
Internal reference: (B)(4). Attempts to obtain patient information have been unsuccessful. No information available. The implant or explant dates are not applicable to this device. Not applicable for this device. No information available. State/prefecture is hokkaido. The returned device was visually and microscopically inspected. The distal coil has a kink at the distal end, there are no rough or sharp edges observed. The probable cause of the reported failure is a kink in the distal coil. Device manipulation, impact and applied pressure associated with use and handling can affect the integrity of the device. Do not apply to this submission. Per the manufacturers instructions for use (IFU): precaution: the pressure guide wire should not be advanced or withdrawn if resistance is encountered. The wire should never be forcibly advanced into or withdrawn from a vessel. Any time that resistance is encountered, the wire should be slowly withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This case was reviewed and investigated according to the manufacturer¿s policy. It was reported during a diagnostic coronary procedure, the manufacturer's wire device could not cross a lesion in left anterior descending artery (lad) and became stuck. Another manufacturers microcatheter device was used to free the wire, the wire and microcatheter were removed together. The wire was reinserted into patient to completed the procedure. No damage was observed to the device. This adverse event is being submitted because additional intervention was required to remove the manufacturer's device.